Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
Article stated that the surgeon implanted a icl implantable collamer lens in a patient's eye. The lens was explanted due to cataract development. Patient underwent cataract surgery and iol implantation. Attempts at obtaining additional information have not been forthcoming.